Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Further, the active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had a fall on (B)(6) 2023. After this event, he did not hear with the device anymore. The user has been re-implanted.

Event description:
The user had a fall on (B)(6) 2023. After this event, he did not hear with the device anymore. A re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.